Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer was provided with a replacement device. The cause of the reported issue could not be determined. The customer's device was archived by stryker.

Manufacturer narrative:
Stryker performed an additional evaluation of the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed reed switch, designator sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Corrected data: section d4, lot/serial no. Of the initial medwatch report indicates (B)(6); section d4, lot/serial no. Of the initial medwatch report should indicate (B)(6). Section d4, catalog number the initial medwatch report indicates 99512-000171; section d4, catalog number of the initial medwatch report should indicate 99512-000237. Additional manufacturer narrative: stryker performed an initial evaluation and was able to duplicate the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.